Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that pump erosion occurred. The company representative received an initial call from a nurse practitioner (np) who indicated that the patients husband called to report that he could see the metal of the patient¿s pump through an open wound on her abdomen. It was further described that the patient¿s husband could see the pump sticking out of the patient¿s abdomen. The date of the event was (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. No diagnostic testing or troubleshooting were performed as of yet. No surgical intervention had occurred at the time of the report but was scheduled to occur on (B)(6) 2018 . The issue was not resolved at the time of the report. The patient was with injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was unknown at the time of the report. The patient¿s medical history was re quested but was not available due to legal/confidential reasons. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding troubleshooting/diagnostics performed, it was indicated that the pocket was examined by the emergency room (ER) physician and surgeon. Actions taken to resolve the pocket erosion included the pump and also the entire catheter having been removed as per the surgeon. The pocket erosion had been resolved. The patient¿s medical history was unknown. The explanted devices were discarded by the they hospital.